Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Continued e1 phone number: (B)(6)

Event description:
Healthcare professional reported "asymmetry and rupture". This record is for the left side. Device was explanted. Device was not replace and it will be returned.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture and visibility/palpability was received on december 10, 2025 with lot number 2609149. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "asymmetry and rupture". This record is for the left side. Device was explanted. Device was not replace and it will be returned.